Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that had a clamp broken. It is unknown when and where this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed during service evaluation. The assignable cause was not identified and no repairs were performed for the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. However, during previous service the clamp was replaced. Should additional information become available, a follow-up medwatch will be submitted.